Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to customer's blood glucose level. Multiple attempts were made to complete troubleshooting; however, no response was received.